Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, after the patient had finished breakfast, the patient became unresponsive but did not lose consciousness, the cgm was reading 62 mg/dl and the blood glucose reading was 88 mg/dl. The nurse who was at the same location as the patient during the event, administered intranasal glucagon per the physician order. There was no further treatment needed and the patient did not need to go to the hospital. At the time of the report, it was stated that the current condition from the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that for an unknown reason, and for an unknown time, the patient took 650mg of acetaminophen twice a day.